Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported has reported bilateral device rupture. This record relates to the left side. The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
E.1. Zip code: (B)(6). Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the posterior side assessed, as unidentified (tear) opening. Additional observations: wear abrasion observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, has reported bilateral device rupture. This record relates to the left side. The device has been explanted and replaced with non allergan device.